Event description:
It was reported that a pt presented with endophthalmitis post-operatively. The pt is being treated with antibiotics. Additional information has been requested, but has not been received.

Manufacturer narrative:
Please reference MDR# 1920664-2014-00113 for the handpiece tubing used during the procedure. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.